Event description:
It was reported that the patient presented with high threshold on the right ventricular (rv) lead along with pocket pain and redness over the incision area of the implantable pulse generator (ipg). During the revision, it was noted that both the right atrial (ra) lead and right ventricular (rv) leads were not secure in the fixation sleeves. It was discovered that the ra and rv leads had been reversed during initial implant. When the pocket was opened, the ra lead dislodged and was repositioned as the rv lead and remains in use. The physician decided to explant the originally placed rv lead and placed a new ra lead. The ipg was reinserted, repositioned and remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 5086mri52 (B)(6) 2012; a3dr01 (B)(6) 2012. (B)(4).